Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptom/ae: failure to achieve hemostasis requiring manual compression. It was reported that a physician, in training in the use of the starclose device, attempted arteriotomy closure after an unspecified procedure. Reportedly, "the device did not work". No add'l info regarding the reported device failure was provided. Hemostasis was achieved with manual compression. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.